Event description:
It was reported that there was an issue with the instrument or sterile adapter not fully engaging with the arm. The procedure was aborted with no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon logs review, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, damage and dent were found on top plate, axes controller, carriage radio frequency identifier (rfid) (accr), axes controller, carriage interface (acci) would be related to the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where carriage switches test was found to be failing on the radio frequency identifier (rfid). The top plate, accr and acci were verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.